Event description:
It was reported that medfusion 4000 pump, acu watchdog after turned on for a minute/top case cracked. No patient injury reported.

Manufacturer narrative:
Other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal, plunger seal broken. Bottom seal intact, chipped top case corners and cracked right plunger case. Upon inspection, reported problem of primary audible alarm post, followed by 'acu watchdog failure' found in ehl. Performed power up process, pm and all functional tests which passed. Root cause is from impact to the device, replaced top case, replaced speaker as a preventative measure.

Event description:
Additional information received, incident did not occur while in use with a patient. No adverse event.